Manufacturer narrative:
Explant date: (B)(6) 2015. Concomitant medical products: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Model #: sc-4316, lot #: 17856060, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient was experiencing nausea throughout the whole implant period. The patient underwent an explant procedure.